Event description:
The manufacturer received information alleging a customer stated they no longer need the trilogy evo, USA loaner device and are requesting return. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at the third-party 's service center the screen was observed to have physical damage, therefore the mac address could not be extracted so it will need to be replaced. The touchscreen display is broken. No repair was performed. The device was processed as scrap. Additionally, the device's proportional valve, 3 -way solenoid valve, blower mount, cooling fan assembly, fan retainer, machine flow sensor, muffler assembly, tubing-system pca, tubing-blower chassis, tubing-fio2, and low flow o2 are contaminated and would need to be replaced. The blower bellows seal and blower mount are 100% yellowed and contaminated and would need to be replaced. The connectors and the cabinet are in good conditions.